Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 4.5 years post-implant, it was reported that during a routine visit the vad coordinator reviewed the patient¿s event history and observed a pump stop and driveline disconnected alarm. The patient was reported to be asymptomatic during the events. An x-ray was performed which indicated damage to the internal portion of the percutaneous lead. A pump exchange is scheduled.

Manufacturer narrative:
The patient's weight was not reported to the manufacturer. The approximate age of the device is 4.5 years. The device remains implanted in the patient and once the pump exchange is completed, the manufacturer will attempt to acquire the pump for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
Internal driveline wire damage and the reported pump stop were confirmed through the evaluation of the device. The pump was returned assembled with the driveline cut approximately 14.5 inches from the pump housing and the distal portion of the driveline was also returned. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of depositions or thrombus. Visual examination of the pump¿s blood-contacting surfaces upon disassembly revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The pump's driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. However, visual inspection of the pump-end of the driveline revealed breaches to the insulation of the black, brown, red, yellow, and green wires approximately 2.5 inches from the pump housing, exposing the inner conductors at this location. The green and yellow wires redundantly support motor phase 1; the black and brown wires redundantly support motor phase 2; and the red wire redundantly supports motor phase 3. The observed wire damage appeared to be the result of repetitive flexing. Abrasions to the orange wire were noted, but the remainder of the driveline was otherwise unremarkable. If the exposed conductors of the black, brown, red, yellow, or green wires contacted the braided shield while operating on the power module, the resulting short to ground could have resulted in a pump stop. Pump stops also could have resulted from a phase-to-phase short if the exposed conductors from these wires made direct contact with each other or simultaneous contact with the braided shield while on the power module or battery power. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information was received indicating that the patient received a pump exchange on (B)(6) 2015.